Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The device was inspected and tested but the customer's reported issue, ¿all the screens go black and there is a loud screeching sound like an alarm¿, could not be confirmed. The service technician recommended it be replaced to prevent latent or intermittent failure of the main board. Additionally, the bottom of the front panel is broken at the right hand side. The device was repaired and returned to the customer. The device was purchased in may 2016 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer service was informed by the biomedical engineer at the user facility that the high flow insufflation unit reportedly ¿all the screens go black and there is a loud screeching sound like an alarm¿ which occurred during inspection before use. No death, injury or harm was reported with this event. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main board is faulty, which may have caused the panel to turn off and the alarm to occur, but the cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.